Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint the large hem-o-lok clip applier could not close the clip. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. Additional observations not reported by site that was not related to the customer reported complaint were also identified. The large hem-o-lok clip applier instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The instrument was also found to have multiple input disks broken and cracked. Input disk #5 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft. The common cause of this failure is attributed to mishandling/misused.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the large clip applier instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the device logs for the large clip applier (part #470230-12 / lot/serial #k102202280046) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2022 via system serial #(B)(4). There were 82 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, the probable root cause of the alleged large clip applier instrument could not close the clip cannot be determined and is unknown at this time. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok clip applier could not close the clip. The procedure was completed with no patient injury and no delays. Intuitive surgical (is) contacted the reporter and obtained the following addition information regarding this event: the instrument was inspected prior to use, and nothing seemed to be out of order. It was unknown to the reporter if the vessel was greater than 13mm in diameter. In addition, the customer was unable to provide the patient's demographics information.